Event description:
It was reported that pump screen went blank unexpectedly, stopped blinking, and then showed reset screen, which concerned customer. There was no adverse impact to the customer¿s blood glucose level. Customer learned that pump performed automatic safety reset, was informed that pump was working as intended, received education on effects of a reset including need to restart continuous glucose monitoring sessions and reload cartridges, and then successfully resumed insulin delivery with no further issues reported.